Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump once went empty. It was unknown which drugs prescribed for the pump at the time of the event. Additional information had been requested.